Event description:
No further information has been received after good faith attempts have been made. Only their generator was returned for analysis so it is likely that just had their generator replaced but not confirmed.

Event description:
Product analysis was completed on the patient's generator. Results of diagnostic testing and monitoring indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was reported that a vns patient would be going for a generator and/or lead revision due to reported pain. The patient had two systems implanted. One from a previous implant addressed in medwatch report number: 1644487-2009-01680 and their current products. It was not clear which device was causing the pain or if the issue was with the initial or second system implanted in the patient. The patient was expected to have their the lead removed from their previous device and from the second system will likely have a prophylactic generator replacement while in the case, but it is not clear if the lead will be revised as well. Good faith attempts are underway to determine what was removed. Their explanted generator was returned for analysis.